Manufacturer narrative:
H3, h6: the device was not returned for evaluation. The photographs were reviewed but did not reveal any device defects. However, the clinical/medical investigation concluded that the provided x-rays are consistent with the reported periprosthetic fracture. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. The reported twisting movement of the patient cannot be ruled out as a contributing factor to the reported periprosthetic fracture. With the limited information provided, the patient impact beyond the fracture and subsequent revision cannot be determined. No further clinical assessment is warranted at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for total hip systems revealed in the warnings and precautions that congenital deformity, improper implant selection, improper broaching or reaming, osteoporosis, bone defects due to misdirected reaming, trauma, strenuous activity, improper implant alignment or placement, patient non-compliance, etc. Can increase risk of femoral or pelvic fractures. Also, postoperative warnings, precautions, and patient care instructions presented by the physician are extremely important. Patients should be handled with extreme care. Support should be provided to the operative leg when moving the patient. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include patient bone quality, post-operative patient condition and/or surgical technique. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, approximately one week after a thr surgery, where an oxinium fem hd 12/14 36 mm +0 and an anthology ho por pl ha sz 9 were implanted, the patient twisted their leg, and felt a crack. The patient then presented to the hospital where an x-ray revealed a peri-prosthetic fracture, so a revision surgery was done, and a redapt stem was implanted. No other complications were reported.